Event description:
This pt had a port inserted in the operating room suite on 4/4/98. It was used minimally (10-12cc/hr). Placement was checked via c-arm. The pt, who was chronically ill with dermatomyositis and cardiac problems expired suddenly on 4/6/98. Autopsy found cardiac tamponade with the catheter tip in the pericardial space.